Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The reported failure "head error" was found during priming of the device. The devcie was directly involved in the incident and not able to meet its specifications. A getinge technician could confirm the failure. The device was manufactured on 2019-12-16: the device history record (DHR) of the rotaflow console (material: 70104.3292, serial: 94175767) for which a customer complaint was received, was reviewed on 2020-04-30. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. According to the describe event or problem window in the parent ID: (B)(6) dated on(B)(6)2020 the 70103.4051 rfc control board kit has been replaced. During service in the repair center the error message "com error" occurred on the rotaflow console. This error will be handled in complaint ot#352486. According to the service order 43330133 dated on (B)(6)2020 the rotaflow console was tested as per service manual. The functional and safety check have been passed. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result, the rota flow drive and / or the control board has to be replaced. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manuel, mcv-ga-10000703-de-11, chapter 8.1.2 contain detailed descriptions to prevent an ¿error head¿. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Customer reported a "head error" on the rotaflow. Complaint ID: (B)(6).